Event description:
Information received by medtronic indicated that the customer reported low blood glucose value of 43mg/dl at the time of the event and was treated with drinking small cup of orange juice and food. Another blood glucose value was 84 mg/dl after drinking of orange juice. And earlier blood glucose value was 371 mg/dl. Troubleshooting was performed and found that the customer was sweating and confused due to low blood glucose. The auto mode feature was not active at the time of the event. Troubleshooting was later declined by the customer. It was unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.